Event description:
(B)(4). It was reported that unstable angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with unstable angina and cardiac catheterization was recommended. Electrocardiogram (EKG) showed st and t wave abnormality. Subsequently, coronary angiography and index procedure were performed. The target lesion was an isr of a previously placed stent located in the distal left circumflex (lcx) with 80% stenosis and was 18 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilatation and placement of a 2.50 x 20.00 mm promus element plus drug eluting stent, with 0% residual stenosis. In addition, the 80% stenosis located in the mid right coronary artery (rca) was treated with pre dilatation and placement of a 3.0 x 15.00 mm promus element plus stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to chest pain which radiated to the left arm associated with light headedness, clammy feeling and mild nausea. EKG showed nonspecific st changes. The patient was hospitalized and was referred for cardiac catheterization. Coronary angiography was performed and revealed 75% narrowing at the 1st obtuse marginal (om) branch and 75% isr of the previously placed 3.0 x 15.00 mm promus element plus stent located in mid rca. The 75% stenosis in 1st om was treated with pre-dilatation and placement of a 2.5 x 12.00 non bsc stent. Following post dilatation, residual stenosis was 0%. The 75% isr in mid rca was treated with pre-dilatation and placement of a 3.0 x 18.00 mm non-bsc stent. Following post dilatation the residual stenosis was 0%. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).